Event description:
A falsely elevated troponin I result of 0.99 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The original sample was retested and a result of <0.04 ng/ml was obtained. The pt received a cat scan. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following information: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.